Event description:
The sales representative was informed by the biomedical engineer at the user facility of an out of box failure as ¿both serial digital interface (sdi) ports not working¿ from the visera elite ii video system center during installation. The device was returned and during inspection and testing, the video system was found to have no image due to a faulty printed circuit board. No patient involvement was reported.

Manufacturer narrative:
The reported issue was confirmed as a no image malfunction was found during service evaluation and determined to be due to a faulty printed circuit board. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon occurred due to a faulty circuit board ("dp" board). The cause of this failure could not be further determined. Olympus will continue to monitor field performance for this device.